Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A non-specific issue was reported by the customer. On (B)(6) 2018, the unit was triaged and service found that the lcd screen had black spots that interfered with the readability of the screen.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for a blank screen. The pump was excessively damaged, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.